Manufacturer narrative:
The involved cryosurgical unit is being returned to erbe for inspection/testing. Additionally, a request was made to have the cryoprobe returned to erbe for an evaluation. No anomalies were found in the review of the device history records (dhrs) for the cryosurgical unit and lot of the cryoprobe. Pictures of the cryoprobe were provided which demonstrated that the device ruptured. If any conclusive determination is made as to the cause(s) of the rupture, a follow-up MDR will be sent. The account will be made aware of the findings.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during a robotic biopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: (B)(6) and an ion robot. The cryosurgical unit's setting was effect 1 with a tank pressure of 56 bar. No other information was provided regarding any other accessory used. It was reported that a hissing sound was heard when the doctor stepped on the unit's footswitch pedal. After one to two seconds, a "very loud pop" was heard. The physician removed the probe from ion robot, and a hole was discovered approximately in the middle of the white portion of the cryoprobe. There was no report of any injuries.